Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of currently being hospitalized for high blood glucose of 312 mg/dl. Customer indicated that they would call back to troubleshoot.